Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, one (1) shelf pack was missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter phone # (B)(6). Investigation summary: bd received 4 photos for investigation. Evaluation of the photos showed that the shelf pack label is missing from the side of the 100-unit shelf pack. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, one (1) shelf pack was missing a label. No adverse impact was reported regarding the patient or user.